Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a pd intraperitoneal infection (peritonitis) manifested by cloudy pd effluent, periumbilical pain and diarrhea. The cause of peritonitis was not reported. The same day as event onset, the patient was hospitalized and treated with cefazolin sodium injection (0.5g, four times a day, intraperitoneal for 13 days), ceftazidime injection (1g, daily, intraperitoneal, for 13 days), fluconazole tablet (100mg, daily oral for 13 days) and gentamicin sulfate injection (20000 iu, one dose, intraperitoneal). Thirteen days after event onset, the patient was treated and ceftazidime injection (1g, daily, intraperitoneal, discontinued). Fourteen days after hospital admission, the patient was discharged. At the time of this report, the patient recovered from the events. Pd therapy was ongoing. No additional information was available at the time of this report.